Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Customer did not follow up but it was determined through log reviews that the pump started charging again.